Event description:
The customer reported that she had removed the pod and discovered a "hard little raised knot" that was bright pink/red in color protruding about a quarter of an inch from her skin. She is new to the omnipod system and stated that she has experienced this with a prior pod as well. Insulet customer support suggested that she contact her healthcare provider and directed her to the omnipod website for a listing of skin barrier products. The pod will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. It is unk what form of therapy the customer sought in order to treat her skin condition. In addition, the omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.